Manufacturer narrative:
Report date: 23jul2021.

Event description:
The customer reported that there was a report error. The device was in clinical use. There was no report of patient harm.

Manufacturer narrative:
B4:(B)(6) 2021. The issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not reportable.

Manufacturer narrative:
B4:16aug2021. The customer confirmed the reported problem:3.3v power failure. The field service engineer (fse) replaced the motor control (mc) plate to resolve the issue. The unit was tested and it was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.